Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a right groin mass with pain and possible recurrent hernia. The progrip mesh was placed but it bunched up and was not felt to be a good repair. The progrip was removed and an ums3 ultrapro mesh was placed.